Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during inflation, the pressure did not increase and the balloon was found to be ruptured. The device was removed from the patient's body and balloon pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient status was good.